Event description:
During initial manufacturing testing, it was found that the device failed to detect proximal occlusion. There were no reports of any pt events while the pump was in clinical use. Though requested, no additional info was provided.